Event description:
Medtronic received information during use of this bio-console instrument after using it for only a short time it could not be turned on. Use of the instrument was unspecified and there was no adverse patient effect associated with this event. The customer was contacted regarding whether the hand crank was used and they stated that the initial information provided is all the information they have on this incident. The initial information provided did not state that the hand crank was required.

Manufacturer narrative:
Device evaluation summary: the reported instrument would not power on was verified during service. The service technician noted that the warranty seal was broken and one of the fan filters covers was missing. The instrument did not power on, on battery power. The instrument did turn on with ac power applied. An internal inspection found that batteries had low charge and the blind connector in the enclosure was broken. The issue was resolved by replacing the batteries (original were from 2012), fan filter cover and the blind connector. Preventive maintenance was performed per specifications. Conclusion: complaint confirmed for the reported instrument would not powering on verified during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: this unit was manufactured in 2012; batteries are to be replaced every 4 years per the preventive maintenance schedule. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.